Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. The reported event was able to be confirmed, via provide photo. Visual examination of the picture identified, wear of the poly and device is covered in bio-debris. No further evaluations could be made. Review of the device history records could not be performed, due to lack of product identification. A definitive root cause could not be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). Unknown - unknown femoral component - unknown - unknown tibial component - unknown g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery and approximately 23 years later, the patient's knee was unstable and the patient was revised due to poly wear. All implants were revised. Attempts have been made and all available information has been provided.